Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported events of band slippage, pouch dilatation, nausea, pain and vomiting as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of hernia as follows: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia."

Event description:
Health professional reported that "the pt presented to the ed... With complaints of mild abdominal pain." The reporter noted, "pain was accompanied by nausea and emesis. Upper gi series was performed and revealed gastric band migration with a significant increase in the size of the gastric pouch. The pt was seen by surgery and taken to the operating room for laparoscopic removal of the adjustable gastric band; surgeon documented pt's stomach was dilated and incarcerated; incarcerated fundus of the stomach was relieved by removal of the gastric band. The pt tolerated the procedure well and was discharged the following day." Further follow-up was conducted with the reporter. The reporter added clarification to the initial report of "incarcerated stomach" to mean that the stomach was "getting squeezed and it was cutting off circulation."